Manufacturer narrative:
As reported, a foreign material that looked like an ¿eyelash¿ was noted in the sterile package of ventralex st mesh. Photo evaluation find what appears to be foreign material (hair-like, black) on the flap of the sterile pouch. Photo review does not assist in determining root cause. The sample is reported to be available for return, however, has not been received at this time. Based on the information reported and without having the physical sample to evaluate, no conclusions can be made. If/when the sample is returned and evaluation has been completed, a supplemental MDR will be submitted to document the results. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an umbilical hernia repair procedure, a foreign material that looked like an ¿eyelash¿ was noted when opening a sterile package of ventralex st mesh and it was not used. It was reported that another exact product was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, a foreign material that looked like an ¿eyelash¿ was noted in the sterile package of ventralex st mesh. Photo evaluation finds what appears to be foreign material (hair-like, black) on the flap of the sterile pouch. Photo review does not assist in determining root cause. The sample is reported to be available for return, however, has not been received at this time. Based on the information reported and without having the physical sample to evaluate, no conclusions can be made. If/when the sample is returned and evaluation has been completed, a supplemental MDR will be submitted to document the results. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum: this is an addendum to the initial MDR submitted to document the sample evaluation results. Evaluation of the photo confirms the presence of a foreign material (hair like black in color) on the inner sterile envelope. Based on sample and manufacturing process evaluation performed, returned sample condition is determined to be a manufacturing-generated condition. Awareness notification was provided to all appropriate manufacturing personnel. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an umbilical hernia repair procedure, a foreign material that looked like an ¿eyelash¿ was noted when opening a sterile package of ventralex st mesh and it was not used. It was reported that another exact product was used to complete the procedure. There was no reported patient injury.